Event description:
Customer states while attempting to give a bolus shot, she received a no delivery alarm and motor error alarm. Customer's blood glucose was 479 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm was noted. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.